Event description:
It was reported by service report that the fowler would not raise or lower; it was stuck in the down position. It is unk if there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Fowler.